Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was no label. The following information was provided by the initial reporter received 7ml mgit tubes without barcodes.

Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2160460 was satisfactory per internal procedures. Formulation, and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2160460 (100 tubes) were available for inspection. No labeling defects were observed in 100/100 retention samples. All 100/100 retention tubes had properly affixed, legible labels, and scannable barcode labels. One photo was received to assist with the investigation: the photo shows two tubes without any labels. No product information is presented in this photo. Without product verification a photo alone cannot confirm a complaint. A photo must provide the product, product defect, and important product information such as batch/lot number must be included in the photo. No returns were received for investigation. The complaint cannot be confirmed. Bd will continue to trend complaints for labeling defects. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was no label. The following information was provided by the initial reporter received 7ml mgit tubes without barcodes.